Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that a high impedance was observed on the day of surgery involving an implantable neurostimulator 977119 ngrc-ecaps magnetic resonance imaging (MRI). The device was implanted and remains in service. No troubleshooting was performed, and the cause of the high impedance is unknown. The issue is ongoing. No patient complications have been reported as a result of this event.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the high impedances had not resolved. The cause was unknown, and the hcp was able to reprogram around the impedances. The physician and patient were satisfied with results and coverage. The patient was getting effective therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.